Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. There were no fluid leaks in the test cassettes during the treatment tests. The cycler underwent and passed a system air leak test, valve actuation test, and load cell verification was within tolerance. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler tested negative for glucose. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s adverse event of mi which required hospitalization and surgical intervention. Per the pdrn, the mi was unrelated to pd therapy and/or any fresenius device(s) or product(s). The patient was known to have a significant cardiac history, which brought about the mi. The prevalence of cad is high in chronic kidney disease (ckd) patients, and when acute coronary syndromes (acs) events occur, there are greater rates of treatment complications, morbidity, and mortality. Based on the information available, the liberty select cycler can be disassociated from the event, as there is no objective evidence or indication the liberty cycler caused or contributed to the serious adverse event. Additionally, there is no allegation or evidence of a machine malfunction or of the machine failing to perform as expected in relation to the event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A nurse contacted fresenius technical support to request a replacement liberty select cycler. The nurse stated the patient had a heart attack while performing treatment on the cycler. Upon follow up, the peritoneal dialysis registered nurse [(pd)rn] confirmed that the patient¿s hospitalization following a myocardial infarction (mi) on (B)(6) 2019. The pdrn stated the patient has a significant cardiac history (specifics not provided) and required cardiac stenting approximately 4 years ago. Per the pdrn, the patient¿s nephrologist reported the patient is being transferred to another hospital today and will undergo a coronary artery bypass graft (CABG). The nephrologist informed the pdrn, the event was ¿entirely¿ related to her compromised cardiac status (specifics not provided). The pdrn stated the event is unrelated to pd therapy and/or any fresenius device(s) or product(s). The patient continues to undergo pd therapy while hospitalized on hospital-based equipment without difficulty. The replacement liberty select cycler was requested following the event as per policy, the pdrn stated there was no allegation of a malfunction.